Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and was treated with vancomycin injection (1gm, twice a day, discontinued) and meropenem injection (500mg, discontinued) for peritonitis. The patient was discharged from the hospital 10 days after the event onset. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.